Event description:
The pt experienced a shocking sensation when the implantable neurostimulator was turned on. He quit charging the device. It was also reported that the pt never had success recharging the device. Approximately a year after last using stimulation, the neurostimulator was overdischarged. There were telemetry issues. A lead migration was suspected. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.